Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017, an unknown endoleak with sac growth was discovered. A secondary procedure (intervention) has not been scheduled. The patient was reported to have heart issues. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following reported events of an endoleak with sac growth and secondary procedure due to lack of relevant event imaging and medical records. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal could not be determined due to a lack of relevant medical records and imaging. Reportedly, the patient had heart issues delaying a secondary endovascular procedure. There have been no reports of further negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).